Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference: 3005334138-2017-00191. During a rapid left atrial flutter ablation procedure, a pericardial effusion occurred. After the final ablation in the coronary sinus, an effusion in the anterior right ventricle was observed on an echocardiogram and later confirmed with fluoroscopy. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.